Manufacturer narrative:
100 pen needles affected. Medwatch section c for the affected product is attached.

Event description:
Consumer reported no insulin flow when priming 1 unit. Stated, non of the pen needles in the box worked. Lot: 3241357; catalog: 320550; date of event: unknown; samples: yes cl.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as as a bent cannula npe. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.